Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the controller log files associated with (B)(6) revealed consistent power consumption within the normal operating range logged for the past 14 days leading up to 11-jan-2023. However, no high watt alarms were logged. Review of the event log file did not reveal any motor start events logged within the analyzed period. Review of the controller log files associated with (B)(6) also revealed a controller fault alarm logged on 11-jan-2023 at 15:39:24, indicating an issue with the internal battery. In addition, the controller was in use for less than two (2) years. As a result, the reported controller fault alarm event was confirmed; however, the reported high power event was not confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. (B)(6) h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system ¿controller. Model #:1420, catalog#: 1420, expiration date: 28-feb-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 05-feb-2020. Labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Additional information has been requested regarding the event details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleting internal battery. It was also reported that the ventricular assist device (vad) exhibited two motor start events with very high power consumption and low impedances. The controller was exchanged and the vad remains in use. No patient complications have been reported as a result of this event.